Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a hook tip that can be rotated by hand approximately 45 degrees and appears to be loose. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage at the distal wrist. The housing was removed for inspection and found with no damage. It was observed that the hook was slightly loose and able to be rotated by hand which would have made the tip appear crooked. The instrument was given to design engineering for further review. A CT scan of the distal end of the instrument was performed and it was found that the conductor wire was separated from the hook electrode by fairly large gap. It is likely that the hook became loose enough to spin from being twisted with a fairly large force. This would have also caused the cautery wire to break free of the electrode. Design engineering noted that this was likely attributed to the misuse or accidental damage from the hook getting caught on an object. Continuity was tested and failed, confirming that the conductor wire was broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the permanent cautery hook instrument was found to be crooked. There was no reported injury.